Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure after the pocket was closed, high, out of range high voltage lead impedance was observed. The pocket was re-opened, and lead was explanted and replaced. However, the device continued to exhibit high impedance. The physician then replaced the ICD. A dry pocket was suspected after the new implanted device showed the same issue.